Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having high blood glucose of 465 mg/dl and low blood glucose of 38 mg/dl. Customer reported of receiving no delivery alarms. Customer reported that drive support cap appeared normal. Customer declined troubleshooting. Customer was advised to contact healthcare professional regarding low blood glucose. Insulin pump would be replaced.